Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not made available for evaluation. A picture of the device was examined, and the reported complaint was confirmed. Without the actual product involved, a definitive root cause for the damage could not be determined with confidence. Review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device handle broke during use. There was no report of any fragments falling into the surgical site. No patient injury or other complications were reported.